Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pinnacle claim received. Claimant alleges constant pain and functional limitation post implantation. Claimant was revised due to fracture of the arthro-prothesis component. Claimant is seeking compensatory damages allege device related.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 16-sep-2021: the investigation was re-opened to perform a DHR review at the request of the legal department. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : protocols and certificate of conformance were reviewed. The quality documents show that the data obtained conformed to the specification valid at the time of production. The component properties and microstructure as obtained from the quality documents fulfil the requirements specified at the time of production. There is no indication of any pre-existing material defect.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H6 medical device problem code: appropriate term/code not available (a27) used to capture incident.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2020, the patient was then subjected to a cat at lower limb-left hip which showed "thin labral resorption of the periprosthetic bone at the acetabular level. Diffuse reduction of calcium tone in correspondence of the skeletal segments". This was also confirmed by the scintigraphy of (B)(6) 2021. The examiners highlighted a break in the components of the prosthesis applied during the intervention of 11.09.15 which justified the noises and severe pains accused by the patient. On (B)(6) 2021, patient was revised in rome with a diagnosis of "left hip joint rupture" and therefore the following day ( (B)(6) 2021) was subjected to "very urgent" surgery of "cup, insert and prosthetic head revision". Ad (B)(6) 2021: patient was revised to address discomfort, soreness, and implant fracture or broken/cracked or chipped. It was stated that this claim is not actively litigated. Ad (B)(6) 2021: the only related information available is that revision was performed due to a fracture of the ceramic insert, unrelated to a traumatic event. Doi: (B)(6) 2015; dor: (B)(6) 2021; (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 16-sep-2021: the investigation was re-opened to perform a DHR review at the request of the legal department. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : protocols and certificate of conformance were reviewed. The quality documents show that the data obtained conformed to the specification valid at the time of production. The component properties and microstructure as obtained from the quality documents fulfil the requirements specified at the time of production. There is no indication of any pre-existing material defect.